Manufacturer narrative:
Expiration date was updated. The customer returned the meter. The test strips were not returned. During testing performed by the investigation on the returned meter, all results were within the acceptable range. A specific root cause for this event was not identified. Information was not provided regarding the patient's stress, blood flow, technique used, or the condition of the patient at the time of the comparison. All of these factors could have affected the accuracy of the results obtained.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 neonate patient tested on inform ii meter with serial number (B)(4). The initial result on the inform ii meter at 9:32 p.m. Was 2.2 mmol/l. A sample for the laboratory was drawn within 10 minutes and sent through pneumatic tube where it was received by the laboratory at 9:43 p.m. The sample was processed at 10:05 p.m. And the result was 3.1 mmol/l. On (B)(6) 2016 two additional tests were performed on a different inform ii meter. The results from the meter (2.4 mmol/l and 2.5 mmol/l) and the results from the laboratory (2.6 mmol/l and 2.8 mmol/l) were comparable. No adverse event occurred. The suspect product was requested for investigation.